Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) delivered multiple inappropriate shocks to the patient during the implant procedure. Blood was noted in the lead connector ports of the ICD. The lead was inspected; no insulation breaks were reported and the pacing threshold and impedance measurements were acceptable. Four months later the patient experienced inappropriate episodes and numerous non-sustained episodes, especially when bending over. The physician elected to replace the bipolar endocardial tined lead.